Event description:
Boston scientific crm received info that this pt's spouse contacted technical services in 2009 to report that her husband, implanted with an aicd device, passed away a week prior. The spouse reported that a local representative had been contacted twelve days prior to original date, to perform a device follow-up check. The spouse was inquiring about what info may have been stored and understands the info "wasn't pretty."

Manufacturer narrative:
Technical services recommended that the spouse contacted the device following physician to address her questions. Technical services explained that the record would be contained in the pt's chart or the physician would be able to identify the local rep to review the info from the device check. The spouse expressed frustration that boston scientific crm could not identify the local rep who checked the device and asked to speak with someone else. When attempting to obtain pt info, the call was disconnected and the pt's name or model/sn# of the device was not reported. Attempts to obtain additional info concerning this event have been successful. The event will be reopened if additional info is received and/or products are returned for laboratory testing.